Event description:
The complaint is reported as: "a triple-lumen cvc was attempted placement in the right ij by a physician in the ed and there was an issue with the guidewire during the procedure. The cvc procedure was started approx. 3 minutes after the patient was intubated. Upon removing the guidewire, it uncoiled. Insertion at the right ij was aborted and a right femoral cvc was placed instead. There was minimal bleeding at the initial site (ij) which was revolved by holding direct pressure for 15 minutes. There seem to be no patient complications as a result of the failed attempt." The current condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed the distal weld had become separated from the core wire and the swg was unraveled. The weld was still attached to the coil wire. Microscopic examination of the swg confirmed that both welds were attached to the coil wire. The total length of the swg core wire measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.792 mm which is within specifications of 0.788-0.826 mm per swg graphic. The undamaged portions of the guide wire were passed through a lab inventory ars and 18 ga introducer needle to functionally test. The guide wire passed through both with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was separated from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "a triple-lumen cvc was attempted placement in the right ij by a physician in the ed and there was an issue with the guidewire during the procedure. The cvc procedure was started approx. 3 minutes after the patient was intubated. Upon removing the guidewire, it uncoiled. Insertion at the right ij was aborted and a right femoral cvc was placed instead. There was minimal bleeding at the initial site (ij) which was revolved by holding direct pressure for 15 minutes. There seem to be no patient complications as a result of the failed attempt." The current condition of the patient is reported as "fine".